Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. However, an on-site non-baxter technician performed maintenance and attempted to reproduce the event. The technician was not able to reproduce any alarms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 1.5 hour of hemodialysis (hd) therapy an excessive ultrafiltration was observed with an ak 96 machine. The patient presented with loss of consciousness, by staring with both eyes and low blood pressure. To compensate for the fluid loss, 200ml of saline was infused to the patient. The patient became conscious. Hd therapy remained ongoing. After 2.5 hours, the patient again experienced hypotension. The patient¿s blood was returned, and therapy was discontinued. The ultrafiltration volume was 670ml and the weight dropped 2.0kg. No additional information is available.

Manufacturer narrative:
Initial reporter address: chang'an road, n°758; chang'an town should additional relevant information become available, a supplemental report will be submitted.